Manufacturer narrative:
No instrument image was found from the expected date range, details of testing could not be verified because testing occurred 11 months ago. Per the galileo operator manual: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or and rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. The sample was from cord blood and no reverse typing could be performed. Currently the galileo is operating as expected.

Event description:
Customer reported possible carryover which may have produced an ab result when testing a type a sample on the galileo.